Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan, alleging that their onetouch ultralink meter was reading inaccurately high compare to their feelings and/or normal results. The medical surveillance specialist spoke with the patient on (B)(6) 2015 and obtained the following information. The patient was unsure when the alleged inaccuracy began. The patient reported obtaining a blood glucose reading of around ¿190mg/dl¿ on the subject meter on (B)(6). The patient manages their diabetes with an insulin pump. The patient stated that at the time of obtaining this reading they felt their blood sugar was low and were experiencing symptoms of ¿shaky and sweating¿. The patient reported consuming some orange juice to treat these symptoms. The patient reported feeling better around 20 minutes later. The patient reported testing their blood glucose and again obtained a reading of around ¿190mg/dl¿ which they still felt was high. The patient denied testing on any other device at this time. The patient also reported obtaining a blood glucose reading of 250mg/dl on the subject meter on the evening of (B)(6). At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because, the patient developed serious symptoms associated with hypoglycemia while using the subject meter.